Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline fault alarm was confirmed via log file analysis. The log file captured yellow wrench/driveline fault alarm that became active on (B)(6) 2023 at 20:46:04. The driveline data values indicate an issue with the underlying wires associated with phase 3. The pump speed value matched the patient speed value of 9,800 rpm for all events. The returned system controller (serial # (B)(6)) was functionally tested, and the driveline fault alarm captured in the log file could not be reproduced. The device operated on a mock circulatory loop without any notable event captured in the history event screen. A root cause of the driveline fault alarm captured in the log file could not be determined through this evaluation. During the investigation there was an incidental finding of damaged power cables and conductor breakdown that did not results in any functional issues. Device history record indicated the device was manufactured in accordance to manufacturing and quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) (section 7), heartmate ii patient handbook (section 5), under alarms and troubleshooting, describe all alarms (visual and audible) and what action should be performed when they do occur. This includes driveline fault alarms. Driveline fault alarm patients must call their hospital contact immediately for diagnosis and instructions. Clinicians should: 1. Contact thoratec to determine best next steps. 2. Use the system monitor to silence the alarm while awaiting resolution, if needed. Note: the alarm must be active in order to access the alarm silence for this situation. Section 2 of both manuals, covers replacing the running system controller with a backup controller. Under ¿the system controller self test¿, the system controller self test is loud and bright. All of the lights, symbols, and sounds come on and ¿self test¿ appears on the screen. Heartmate ii lvas IFU, and heartmate ii patient handbook, both manuals have a safety checklist and outlines ¿replace any equipment or system omponent that appears damaged or worn¿. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced a driveline fault at home and went to the hospital to receive an x-ray. The system controller was replaced.